Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is alarming. The blood glucose reading is 125 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed self test, a21 error test and displacement test. No unexpected pump resetting time / date anomaly and alarms were noted. Unable to prime unit during prime/a33 test due to faulty. Unable to perform basic occlusion test, occlusion test or excessive no delivery test due to prime anomaly. Unit received with cracked case at display window corners, reservoir tube and battery tube threads. Unit received with minor scratched display window.